Event description:
It was reported by service report that the power cord is damaged. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: missing ground prong.